Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0010314862 was returned and analyzed. The sheath dilator shaft was kinked and twisted 1.87 inches from the tip. The kink prevented smooth steerability when a test balloon catheter was inserted. The dilator tip was intact and circular. In conclusion, the reported dilator tip damage was not confirmed. The sheath failed the returned product inspection due to a shaft kink and twist near the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.